Event description:
Additional information revealed that the patient's system was explanted on an unknown date.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs penta lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000099147. Date of event is estimated.

Event description:
It was reported that one of the patients lead showed high impedances resulting in ineffective therapy. Surgical intervention may be taken at a later date to address the issue.